Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was unknown. It was reported that the patient was hospitalized for an infection suspected to be peritonitis. It was reported that the event was manifested by cloudy pd effluent. Treatment and patient outcome was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.